Event description:
Boston scientific crm received info that the pt with this device died suddenly at her residence. No further info was available. Interrogation one week earlier did not reveal any anomalies. It is unk whether the pt's death was related to the device.

Manufacturer narrative:
According to available info, this device was not explanted, buried with the pt, and will not be returned for analysis. This is the info known at this time. Should add'l info become available, this event will be updated.